Manufacturer narrative:
Device repairs for implementation of (B)(4).

Event description:
The customer reported that the surveillance would restart when discharging patients.there was no patient incident.